Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. PMA/510(k)#: k011369 / k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one ultrasafe x100l png clear nvs stein has been found failing to contain medication during use. The following has been provided by the initial reporter: he stated that the patient called and advised the needle never went in his skin and the medication spilled out everywhere.

Event description:
It has been reported that one ultrasafe x100l png clear nvs stein has been found failing to contain medication during use. The following has been provided by the initial reporter: he stated that the patient called and advised the needle never went in his skin and the medication spilled out everywhere.

Manufacturer narrative:
Investigation: unconfirmed, no issue observed. The customer issued a complaint for a can't inject syringe detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration.